Event description:
Customer reported an issue with beneview monitor, which may have affected respiration and ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included repair cold solder on all connectors. Unit calibrated and safety tested to factory specifications.